Event description:
The user facility reported a fracture on the glidewire device. Follow up communication with the user facility reported the following information: the event occurred during transcatheter arterial chemoembolization procedure; while selecting the vessel there was difficulty in advancing the actual sample in the vessel; the device was pulled out of the body once to reshape the distal segment; at that time a metallic wire-like part was found to be exposed at the distal end of the device; the physician stated that no forceful manipulation was given to the actual device during use; the procedure was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer had been fractured and was missing at the distal end of the shaft, where the core wire was exposed. The total length was measured and found to be shorter than that of the current product sample by approx. 2mm. Magnifying inspection of the fracture cross-section of the urethane layer found that the urethane layer had been diminished toward the fracture end. Electron microscopic inspection of the fracture cross-section of the urethane layer found some creases generated on the surface. Electron microscopic inspection of the fracture cross-section of the urethane layer revealed a trace that implied that the urethane layer had been ripped off. The distal end of the core wire was inspected under electron microscope, it was confirmed to have not been fractured or have missing portions of the core wire. The outside diameter was measured along the total length and confirmed to meet the manufacturing specification, being comparable to that of a current product sample. The lubricity of the surface was evaluated by tactile feel on the undamaged segment, no catch was perceived. A review of the device history record and the shipping inspection record of the involved product /lot# combination confirmed that there were no indications of production-related problems or any nonconforming indications in the shipping inspection results. A review of the complaint files confirmed that this involved product /lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the sample being subjected to a pulling force and the urethane layer getting fractured.the device labeling does address the potential for such an event in the instruction for use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.pat. Prob. Code: 2687 - not labeledpat. Prob. Code: 2692 - not labeleddev. Prob. Code: 1069 - not labeled